Manufacturer narrative:
The positioning sensor unit (psu) was returned to medtronic for evaluation. The returned psu had many nicks and scratches. A check of the event log showed intermittent failure messages for the sensor not functioning. The psu also failed an accuracy test at .60 mm with a passing threshold of .25 mm. It was determined that there was an electrical failure with the returned psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was not able to track the imaging system or any instruments. The system had been on for about 30 minutes and stated localizer faulted. The amber light was illuminated on the camera. The site performed a couple reboots and upon the third one, the system functioned normally. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was also stated that the northern digital inc. (Ndi) toolbox showed a hardware fault, ¿image sensor fault,¿ on the positioning sensor unit (psu).

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that this was not a software issue. The software was functioning as designed. FDA evaluation codes apply to the software analysis. The main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. The camera was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.